Manufacturer narrative:
Colon capsule endoscopy: indications, findings, and complications ¿ data from a prospective german colon capsule registry trial (dekor) source: clin endosc 2021;54:92-99 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2010 and 2015, a prospective multicenter registry trial reviewed the current practice of colon capsule endoscopy in germany. Videos of 161 patients from six investigational center were evaluated and only 153 were included in the final analysis. For the eight excluded patients, no information concerning cce success could be retrieved. Colon capsule endoscopy was considered successful if the entire colon could be visualized which equaled to 111 patients. One patient had capsule retention and required a surgical retrieval. Patient had a history of incomplete colonoscopy and a patency capsule was not administered prior to colon capsule endoscopy. Patient had benign stenosis due to crohns disease was discovered in the terminal ileum. Cce seems to be a reliable and safe endoscopic tool for screening for crc and detecting other diseases. Its patient acceptance and feasibility seems to be high, especially in the outpatient setting.